Manufacturer narrative:
This lot was manufactured (B)(4) 2017 ¿ (B)(4), 2017. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph showed that the bladder of the device was ruptured but no evidence for the leak from the cap. The reported condition of ruptured was verified. The cause could not be determined. The reported condition of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume foflusor ruptured during filling and leaked from the winged luer. This occurred during filling with 5fu. There was no patient involvement. No additional information is available.